Event description:
It was reported that a malfunction occurred with the pump, identified by the code malf 6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, which successfully resolved the malfunction. The customer was advised to continue using the pump and to contact support if the issue recurs.